Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump had compromised forces sensor system alarm during the manual prime process. The blood glucose was unknown. The customer stated that although the alarm was cleared many times, there was nothing being improved. The customer was told to stop using the pump and deal with the event by pen. The device will not be returned for the analysis.